Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that they felt two short vibrations or noises from their device when the patient was in the vicinity of a laser welding equipment. It was also reported that the patient had the device checked and the physician noted interference. The device remains in use. No patient complications have been reported as a result of this event.